Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl and a correction bolus was delivered. Customer alleged a "settings issue". Upon follow up, customer reported that the personal profile settings were not correct and had resolved the issue after the settings were updated with a healthcare provider.